Event description:
The hosp has been using duragen for two years. Apparently they feel the duragen is very limited in posterior fossa interventions and where ever there are small tears. In situations that the pt presents with "not so large" dural tears to correct; the neurosurgeons found that the rapid movement of cerebral spinal fluid through the tear lifts the duragen from its intended position (probably before it has a chance to make a watertight seal). The neurosurgeon went as far as to say in one re-operation he found that the flow ripped through the duragen. In some cases the neurosurgeon has to actually tear a bigger opening in the dura to avoid "high pressure squirting" and then seal it again with duragen with better results. The neurosurgeon also reports using tisseal glue over the duragen. However, the neurosurgeon feels that making a bigger tear is not the solution and he is looking into the market for other products that may bring better results even if they are more cumbersome. The directions for use and application of the device, including applying it over the dura with at least one cm overlap and then wetting with saline was reviewed with the user.